Event description:
The consumer's case manager called to get a mattress part number so he can place an order for a new mattress and or get a quote for one into insurance. In the process of this, the case manager reported the defective mattress caused the pt to get skin breakdown. The case manager alleged that the pt developed a stage 4 pressure ulcer on his buttocks while on this mattress. He said that the pt did not have a pre-existing pressure ulcer on his buttocks. The pt is being treated with a wound v.a.c. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction or a failure to meet specifications, the mattress experience normal wear an tear and was beyond its useful life. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Manufacturer narrative:
The case manager stated that the mattress was over five years in age and deteriorating from normal wear and tear. Due to the pt's size, weight, and having his head elevated to 30 seat section of the mattress on a daily basis. The bladder pressures were less than a half of a point off from being within specifications. The zipper was broken and he did not check the zipper function as he told the account that they needed a new bladder as the current one was worn. James also saw no sign of abuse and believes there was no malfunction with the mattress. The technician investigated the incident and inspected the mattress and found the ticking was worn in the seat area. The mattress pressures were within specs. The ticking zipper was broken and that the bladders were bulging out. The technician believes this affected the mattress function. A replacement mattress was sent to the customer to resolve the issue.